Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft was implanted during an endovascular procedure for the treatment of an iliac aneurysm of an unknown size . It was reported during the index procedure when loading the device over the wire a kink was noted on the outer cover of the catheter which made loading the device more difficult. The device then deployed normally and was implanted.  As per the physician the cause of the deformation cannot be determined.  No additional clinical sequelae was provided and the patient is fine.